Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the lamp b was burned out due to its life span or accidentally broken. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the customer was instructed to resolve the issue by replacing the lamp. The customer was transferred to customer service to order a lamp replacement. Follow up was performed with the user facility and the customer confirmed replacing the lamp resolved the issue. As the issue was resolved, the subject device will not be returned for evaluation and repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus technical assistance center (tac), there was an error on lamp b on the video system but lamp a worked as intended prior to an unknown procedure. The procedure was completed using the subject device without a delay. There were no reports of patient harm associated with this event.